Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software to the customer. The customer was provided with training, instructions to put the malfunctioning pump into storage mode, and guidance for returning it to tandem within 10 days. The customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.